Manufacturer narrative:
G2: russia device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient 1/2 it was reported that during oocyte retrieval, the needles seemed to be blunt. Experienced significant bleeding following the oocyte pick-up (egg retrieval) procedure and required hospitalization. Had hyperstimulation and laparoscopy. Had 1700 ml of blood/liquid in the abdomen. Patient recovered from the surgery. No additional information is available. Ons1833ll wallace 2026-06-0000053.